Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: weight to the specification, crease fold, wear abrasion, deformation and observed 40 mm dark patch edge material inside gel device. Cloudy gel observed after the autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant exchange due to concern with "textured" product.

Event description:
Healthcare professional reported right side implant exchange due to concern with "textured" product and "capsular contraction" baker grade unknown. The device has been explanted and replaced.